Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. This device is currently pending repairs for the defects found and will be returned to the user upon completion. On 07-feb-2022, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 09aug2009 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec38-i10l. In the event reported, the user stated that the angulation was broken. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result evaluation summary we checked the returned unit and confirmed that the down pulley wire snapped/cut. Based on the result, we concluded that it was caused due to the excessive force applied on the u/d pulley wire. The device has been repaired.